Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the exit marker was bunched up on the device and the catheter was found to be cut. Functional analysis could not be performed due to the condition of the device. The noted failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure the balloon would not inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the exit marker was bunched up on the catheter, therefore this is now an MDR reportable event.